Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023 -cc-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A bipap a 30 silver series was returned to a third-party service center for service. There was no serious patient harm or injury reported. There was no evidence the device was in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating a failure of the outlet pressure sensor was confirmed in the event log. The device's circuit board needs to be replaced to address the issue. Additionally, not related to the reportable issue, an error indicating the device was unable to write to the event log. The device¿s circuit board replacement would also address this issue. This issue would not affect the device's ability to deliver therapy as designed. No additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.